Manufacturer narrative:
B5, h10 (1503 removed-1065 added)

Event description:
It was reported that insulin was not observed exiting multiple cartridges. Customer used another cartridge to resolve the issue.

Event description:
It was reported that multiple alarms were received using multiple cartridges. Alarm cleared after another cartridge was installed. Pump therapy was resumed. Customer's blood glucose was 300 mg/dl.